Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to audible tone alerts for high impedance in the superior vena cava (svc) coil of the right ventricular (rv) lead. Interrogation shows that there were also rv lead impedance and svc lead impedance warnings in the past. The lead was suspect of a fracture. The lead was programmed off until it could be revised. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.